Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: meter serial number has too few digits. Call recording was reviewed in order to verify meter serial number. Per call recording, customer stated that meter serial number was (B)(4) (as it is documented in ran). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 427 mg/dl. The customer's expected fasting blood glucose test result range is 120-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/14/2019 and open vial date is two days. The meter memory was reviewed for previous test result history): customer states the time and date is incorrect (B)(6).